Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise due to insulation damage was noted on the right atrial (ra) lead. Noise was further tested with isometrics. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.